Event description:
This report is to address the investigation findings of displaced electrode on a catheter.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic of the distal tip revealed electrode ring 2 was displaced distally, consistent with a fracture in conductor wire 2 and with the reported noise issue. There was a depression in the shaft material where the electrode ring was previously swaged, and the ring appeared to fit tightly to the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode ring 2 remains unknown.